Event description:
It was reported that there were patients who had baclofen in the pump. They had been overmedicated and died.

Manufacturer narrative:
The date of death was an estimate as the actual date of death for the patients was unknown. Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).